Event description:
The resident was being transferred from the bed to chair with the hoyer mechanical lift. The nut/cotter broke and the resident fell to the floor. Pt received a bruise on left hip and left rib cage as pt hit the leg of the lift. The physician was notified and no new treatment ordered.